Event description:
Customer called to report that he experienced unexplained high bg level's (300's) that would not come down after administering boluses. When he removed the pod, he noticed that the cannula was bent. Customer was able to activate new pod.

Manufacturer narrative:
The distal tip of the cannula was visually found to have no visible opening remaining. The cannula passed insulin from the reservoir during evaluation, but this condition could have contributed to restricted insulin flow. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. The run data downloaded from the device indicated that the motor was working against a restriction, limiting its ability to pump insulin. The kink reported by the user was confirmed at approx .3" from the distal tip. There is no way to conclusively determine if the kink occurred before or during removal of the device. As noted in the user guide, pts are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. A review of the DHR for this lot does not show any abnormal events or trends from mfg and testing. The lot was found to have met all acceptance criteria.